Event description:
Customer reported a past high blood glucose event, but the specific value was unknown as it displayed as "high." Cause was not known. Customer took corrective action by administering a correction bolus via the pump, and control iq feature was active during the event. Technical support recommended the customer consult with their healthcare provider to discuss potential factors affecting blood glucose levels.